Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications. Also implanted in the patient (pxt261412/lot#03658278).

Event description:
This patient had been implanted with gore excluder aaa endoprosthesis, in 2006 to treat a infrarenal abdominal aneurysm. After deployment of the main trunk component cannulation of the contralateral gate was unsuccessful. The patient was converted to an aortouniiliac graft. The entire graft assembly was angioplastied. No endoleaks were observed. The left common iliac artery was then embolized and a femoral to femoral bypass was conducted using a 6mm gore-tex graft. The left femoral artery remained to be occluded after the femoral to femoral bypass was performed. Patency of the left femoral was confirmed after a viabahn stent graft was implanted. On two days later, the patient expired from a stroke.